Event description:
It was reported that the linear stapler had leakage and fistula after stapling, patient had to be re-operated. Procedure: gastrectomy.

Manufacturer narrative:
(B)(4). Batch # unknown. Medical product: cartridge: sr75 (lot numbers: 107a81, 196a13). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How was the leak identified? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Date sent: 06/07/2022 additional information was requested, and the following was received: what were the indications for surgery? Stomach cancer. What color setting was selected on the device and what was the sequence of the firings? Just blue. What anatomical structures was the device fired on? Stomach. Were other stapling or suturing devices used when creating the anastomosis? No. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. How was the leak identified? Image exam and clinical exam. Was a leak test performed? If so, what type and what was the result? No information. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? No information. What was observed at the site of the leak upon reoperation? Stomach fluid. How was the leak addressed? New surgery. What is the current status of the patient? Continues in treatment of fistula and complication.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2022. Additional information received: please see d4, h4.